Event description:
It was reported that cartridge was damaged twice at different times since last supply order, with damage noted on cartridge canister and exact dates unknown. There was no adverse impact to the customer¿s blood glucose level. Customer did not use damaged cartridge for insulin delivery, changed cartridge, and successfully resumed insulin therapy, and no additional information was received regarding any further actions taken.